Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. The customer¿s blood glucose level was 141 mg/dl. Customer stated that nurse removed the battery cap from the insulin pump and after that when the patient connected the battery cap to the insulin pump it was not turning on. Customer stated that the contacts on the battery cap were missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.